Event description:
A medtronic representative reported the software trajectory views were not updating the tandem. The trajectory 1 would update 4 seconds after touching the anatomy and then trajectory 2 would update 4 seconds after trajectory 1. It was also reported that when the "measure" button in the software was pressed there was a 4 second delay until it would turn green and available for measuring. The surgery was finished with the navigation system and no harm occurred.

Manufacturer narrative:
The cpu was replaced in the system. Upon testing, suspect cpu boots normally, all applications launch properly. The "measure" button goes green instantly when clicked and the measure function works without delay. No. Fault found with cpu. The pt scan series used during the reported case was 328 slices at .625mm slice thickness. IFU state to use scan series which are between 1 and 2mm slice thickness. Using a smaller slice thickness than recommended can cause slowness.